Event description:
It was reported that the customer changed the infusion set this morning and everything seemed fine up until 6pm. Customer had dinner and calculated to give 3u first and then another 3u. Then customer went for a nap. Customer woke up with a blood glucose level of 27 mmol/l. Customer gave herself another dose with the pump, but it did not bring down her blood glucose level. Customer has been above 30 mmol/l for over 2 hours now. Customer had taken 4u with manual injection. Customer waited but there does not seem to be a decline in her blood glucose level. Customer was advised to seek medical assistance from her hospital straight away. Customer was also advised to revert to a back-up plan and troubleshoot later. Customer was later called back and she was at the hospital when she found that she had inserted the infusion set into an area with scar tissue. Customer stated that she is okay now and the pump is working fine. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).